Event description:
It was reported that a user experienced scan errors while attempting to pair a new freestyle libre 3 plus sensor, which was resolved after a phone restart and subsequent successful scan. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no impact on health or care. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the issue was attributable to a temporary pairing or connectivity error corrected by device reboot. It was concluded that the device functioned as intended after restart and no further action was required.